Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that the shunt sensor leaked. Requests have been made for additional surgery details; they have yet to be answered. The current status is unknown at the time of this report.